Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a fibrous lesion in the proximal left subclavian vessel using the fortrex balloon, the balloon burst above its rated burst pressure of 19 atm on the first inflation. The burst was circumferential/radial, and the balloon detached during the procedure. All fragments of the balloon were retrieved from the vessel using a snare. The device was safely removed from the patient, and the procedure was completed using a new fortrex device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: one image was received from the customer. The image shows a procedure taking place. There is a sheath in the patient¿s body. In the sheath there is a guidewire and fortrex device. The balloon of the fortrex device is burst with a longitudinal tear visible. B product analysis approximately 55mm of the burst balloon returned with evidence of a longitudinal tear on the balloon and both markerbands are present, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.